Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the small handle with quick coupling and the small hexagonal screwdriver shaft were stuck together. It is not known when or how the issue occurred. No patient or surgical involvement was reported. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event discovery was updated from (B)(6) 2018 to (B)(6) 2018. It is unknown when the device malfunction occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the small handle with quick coupling and the small hexagonal screwdriver shaft were stuck together. It is not known when or how the issue occurred. No patient or surgical involvement was reported. This report is for one (1) small hexagonal screwdriver shaft . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part# 314.03, lot# a4jh439: release to warehouse date: 24-feb-1999, manufactured by brandywine: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the hexagonal screwdriver shaft was returned to us customer quality (cq) unable to disassemble from the handle with quick coupling. Additionally, impact marks were observed on the device. Based on the visual inspection, the received condition is consistent with the complaint description. Functional test: the complaint can be replicated with the returned device as the hexagonal screwdriver shaft is unable to disassemble from the handle with quick coupling. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was not able to be performed on the coupling end of the device due to the stuck condition. The devices were not able to be disassembled at cq. Document/specific review: review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Relevant drawings for small hex screwdriver shaft were reviewed during the investigation. Conclusion: while no definitive root cause could be determined, it is possible that the age of the device (19+ years) along with unintended forces could lead to deformation of the coupling end, which could contribute to the complaint condition. It is also possible that damage to the internal components of the handle with quick coupling could contribute to the complaint condition. Therefore, the complaint is confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.